Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the air flowed back into the side port issue occurred. In addition, a hemostatic valve separation issue also occurred. At the end of a 4-hour procedure air entry was suspected from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. No catheter was inserted into the sheath at the time of the test. There was a problem during the use, and the condition was confirmed at the time of the last test. There is a possibility that air mixed in the catheter when it was removed, but the physician commented that the valve of the hemostatic valve might have been weak. There was no report of patient consequence. This event was assessed as MDR reportable for both the air flowing back into the side port and the hemostatic valve separation issue.

Manufacturer narrative:
On 9/16/2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the air flowed back into the side port issue occurred. In addition, a hemostatic valve separation issue also occurred. At the end of a 4-hour procedure air entry was suspected from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. No catheter was inserted into the sheath at the time of the test. There was a problem during the use, and the condition was confirmed at the time of the last test. There is a possibility that air mixed in the catheter when it was removed, but the physician commented that the valve of the hemostatic valve might have been weak. There was no report of patient consequence. Device evaluation details: device appeared in normal condition. Then, distal sheath end was closed off with an adapter, proximal end was connected to pressure gage, and a syringe was connected to the gage. After that, a negative pressure was applied and there were no air leak or bubbles. The test was then repeated with positive pressure and no air leak or bubbles were detected. A device history record was performed and no internal actions related to the reported complaint were identified. The customer regarding air sucked out from the side port cannot be confirmed. The device passed testing. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).